Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 18mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon inflating the balloon for 1 second, the balloon ruptured. The procedure was completed with another sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0 mm x 40 mm x 40 cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon inflating the balloon for 1 second, the balloon ruptured. The procedure was completed with another sterling balloon catheter. No patient complications were reported.